Event description:
Ous MDR - it was reported that about 48 months after the implantation, during a follow-up, multiple vf episodes due to oversensing were noted. No inappropriate shocks were delivered. No adverse patient side effects were reported.

Manufacturer narrative:
On 3/19/2015 - we were informed the patient is female (B)(6). Electrode as well as the conductor cables to the rv shock coil and to the ring electrode as well as the inner coil of the proximal fragment were not returned for analysis. The morphology of the cuttings indicates, that the dissection of the lead most likely originated from the explantation procedure. The visual inspection demonstrated a damaged insulation at a distance of some 36 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The insulation body and the coating of the conductor cable to the svc shock coil were found damaged in this area. These findings can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. Further damages resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.